Event description:
It was reported that the charging usb port was damaged, which prevented the cable from maintaining a connection and required frequent adjustments. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up regarding the issue.